Manufacturer narrative:
No definitive conclusions can be made. At this time no connection can be made between the event and any shortcomings of the device or information provided with the device.

Event description:
The company was made aware of legal action being taken by a charite artificial disc patient. Patient was implanted with charite discs in 2005. Patient reports having continued pain. Little information is known at this time. As an adverse outcome was reported an MDR is being filed to document this event.